Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in india. As reported, it was a case of an implant of a 23mm sapien 3 in aortic position by transfemoral approach. When the esheath+ reached the iliac artery level, some resistance was faced and it was not possible to advance. It was decided to remove the esheath+, and after removal it was noted to be damaged. A new esheath from another kit was used and the procedure was successfully completed. The patient was noted to be fine after the procedure. As per engineering evaluation of the photo provided, the esheath distal tip appeared to be split.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufa cturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint of inability to introduce sheath was confirmed based on evaluation of the provided imag ery. Available information suggests patient factors (calcification) likely contributed to the event as imagery review showed presence of calcification in the access vessels. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. The complaint sheath distal tip split was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) and procedural factors (excessive device manipulation) likely contributed to the event as imagery review showed presence of calcification in the access vessels and sheath insertion difficulty was experienced. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty, which may lead to the alleged/observed sheath distal tip split. Also, sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to split during delivery system advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.